Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Further proceeding is currently unknown.

Event description:
It was reported that over the past few months, the child's audio processor (ap) has consistently failed to connect with the implant. Further proceedings are currently unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that over the past few months, the child's audio processor (ap) has consistently failed to couple with the implant. Troubleshooting using the testing coil cable was tried, however, the implant and coil cable were not connecting. Moreover, it was also tried to run the coupling check tool while adjusting the max s coil position, rotating it, gently massaging the area around the implant, and placing a few layers of tissue under the coil to increase the distance. Despite this, the implant remained unresponsive with the ap. Furthermore it was tried to verify the connection using the maestro cable, however, the implant still could not be detected. Further proceedings are currently unknown.